Event description:
Medtronic (covidien) received information that the patient required another flow diversion treatment with pipeline embolization device (ped) because the first ped placement did not cause thrombosis of the aneurysm. The patient received treatment for unruptured large ophthalmic segment aneurysm one year prior. The first procedure was successful and there was no patient injury reported as a result to this procedure. It was reported that the patient's anatomy was severely tortuous at neck level with closed carotid siphon. The physician decided to retreat the patient with another ped because the aneurysm recanalized.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for evaluation as it was likely implanted in the patient. No other complaints have been reported against the lot number. Based on the reported information, there was no reported defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.